Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported recharger would not charge from wall anymore, the recharger screen remained blank when patient plugged it into desktop charger. It was noted connector pin looked bent during call. Patient noted he had been having issues with charging ins, so he had not used stimulator in a while, and last time he charged ins he got it to 50% charged then turned off ins, did not use it but now was unable to charge ins at all now because recharger was not charging from wall. Patient checked ins about 2 days ago, and was able to turn ins on, but now was not sure if ins battery was depleted or not now. It was noted patient had previous issues charging ins and bent connector pin, recharger would not charge. A replacement desktop charger would be sent, bent connector with desktop charger. No further complication and no symptoms were reported.